Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported following an intraocular lens implant procedure, the lens was exchanged in a secondary procedure with a non company lens due to iol complication. Additional information has been requested.

Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. The lens is cut into two pieces. The optic is cut from the edge across the center of the lens on one of the pieces. Product history records were reviewed and the documentation indicated the product met release criteria. There are no other complaints in this lot. The file indicates the use of a non-qualified cartridge and non-qualified viscoelastic. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received stating there was no patient harm.